Event description:
It was reported that the patient experienced a loss of therapeutic effect and that the device did not work for "about a year." The device was reprogrammed two times in the past. Additional information received reported that the patient was still having problems with the device or therapy but was working with her physician. An appointment was scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v332388, implanted: (B)(6)2009. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).